Event description:
A patient reported experiencing inaccurate low results with their meter. The patient's blood glucose results were 5.8, 7.6 and 10.3 mmol/l. Tests were done within 20 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.